Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for high capture threshold and elevated pacing impedance on their right ventricular lead. No intervention was made. No patient condition was provided.